Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issues) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button dome. The response button showed signs of physical abuse. The root cause for the damaged dome was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had non-functional response buttons.